Event description:
The following info was reported by the customer. The customer was hospitalized twice for diabetic ketoacidosis. The customer felt that the hospitalizations were due to the infusion sets that were worn at the time of the events. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.